Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other armada 35 device referenced is filed under a separate medwatch report number. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with anatomy or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat previously stented proximal lesions in the right and left iliac arteries. Two 7 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheters were advanced with no resistance and inflated simultaneously in the bilateral lesions. The balloons of both pta balloon catheters ruptured on the fourth inflation to nominal pressure. The procedure was successfully completed with additional armada 35 pta balloon catheters. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.